Manufacturer narrative:
Corrected information provided in sections b.2. And h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of system stopped functioning during surgery is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 2028159-2025-01399. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating system stopped functioning during surgery, the issue was not resolved after replacing the other components. The surgery was completed using a manual irrigation and aspiration, without using the system. The details of the procedure and patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).